Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained right ventricular oversensing episodes were observed as myopotential oversensing. The patient was asymptomatic. Conducing deep breathing and coughing exercises to reproduce the oversensing was recommended. Turning off the low frequency attenuation filter was also recommended. No further information is available.